Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive was using in a paroxysmal atrial fibrillation. Once a farawave(fw) was inserted inside the sheath, aspiration was performed. Little bubbles came out but as usual. Then, the physician advanced the entire fw once the air stopped coming out. We ablated the left superior pulmonary vein lspv and when we were in the lipv, after 4 basket and 2 flowers, the physician noticed air in the sheath, in the transparent part. The physician replaced the sheath and the fw at the right side and air was still coming out the sheath. It was thought to be a leaky valve. The device is expected to be returned.

Event description:
It was reported that a faradrive sheath was used during a procedure to treat paroxysmal atrial fibrillation. Once a farawave (fw) catheter was inserted inside the sheath, aspiration was performed. Little bubbles were noted to have come out. Then, the physician advanced the entire fw into the sheath once the air stopped coming out of the sheath. The left superior pulmonary vein (lspv) was ablated, and when the device was in the left inferior pulmonary vein (lipv), after the catheter had been in 4 basket and 2 flower configurations, the physician noticed air in the transparent part of the sheath. The physician replaced the sheath and the fw, and air was noted to still come out the sheath. The procedure was completed successfully with a new sheath. No patient complications were reported. The physician believed that this may have been due to a leaky sheath valve. The sheath is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. H6: device codes- corrected to remove leak code.